Manufacturer narrative:
(B)(4). Batch #t5de93. The analysis results found that one plee60a device was returned with the anvil bent upwards and with a gst60g (b) and six gst60t (c,d,e,f,g & h) reloads present. The reloads were received fully fired. No functional test was performed due the condition of anvil. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a bariatric sleeve procedure, with buttressing material between the jaws, the device was unable to fit down the trocar. When removed, there was a gap between the top and bottom jaw of the stapler. Another like device was used to complete the procedure. There were no adverse consequences for the patient.